Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: multiple air in line and downstream occlusion alarms occurred. No visible bubbles or air in line. These alarms are with multiple drugs/solutions, rate, vtbi and multiple pumps. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was received for further evaluation. During a follow up with the facility, it was requested that we disregard this complaint since the issue was resolved and further actions were needed at this time. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.